Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that a piece of the display screen was fallen off. The customer's blood glucose was 10.2 mmol/l at the time of incident. The lcd screen of the display screen was scratched. The customer was not able to read the display screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device is not expected to be returned for analysis.

Manufacturer narrative:
Device received with scratches on screen and case.